Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse replaced pinch valve vl8, vacuum pump, and diluent input filters to resolve the leak. The fse verified the repairs as per established procedures and results met published specifications. Failure mode of the leak is attributed to pinch valve vl8, vacuum pump and diluent input filters which needed to be replaced. (B)(4).

Event description:
The customer reported that approximately 3 ml of fluid leaked from the probe of the coulter act series analyzer following instrument startup. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the leak and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.